Event description:
It was reported that the device broke during a case. There was no reported patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: the qe received 1 sample(s), part number 1883212hs, from lot/serial number (B)(4). When compared to the assembly drawing: the inner shaft was broke 0.60¿ from the distal face of the inner hub which would have resulted in the reported malfunction. The break point corresponds to the proximal end of the outer tube in the front hub. When viewed under magnification, there was deformation of the locking area on the front hub and striations around the outside diameter of the break point indicating metal on metal contact. The information indicates excess pressure was applied during use which caused the deformation of the locking area; which then caused the inner shaft and outer tube to rub together until the inner shaft broke. The observed damage has previously been reproduced by using excess force during use with a reserve sample blade. Instructions for use for this device warn that excessive pressure applied to a bur/blade may cause a fracture. Note: [excess: exceeded sufficient pressure required for operation.] Method: microscopic inspection; results: fracture problem.